Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed and there was no physical damage detected. The f-50 alarm was identified during power on self-testing. The cause of the conditioned was determined to be a damaged cental processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to present an f-50 alarm. No additional information is available.